Event description:
It was reported to nevro that the patient went to the emergency room due to a weeping wound site. The event occurred in (B)(6). The physician decided to explant the devices due to infection (yellow discharge). All explanted components were disposed of by the hospital. The patient was hospitalized and prescribed IV antibiotics. Follow up report indicated that the patient was discharged from the hospital and awaiting revision procedure in the next year.